Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that one pump repeatedly alarmed (likely occlusion) though the exact message was unknown, confirmed the issue occurred multiple times with the same pump, was unable to resolve it and switched to a backup pump to continue infusion without missed doses; the infusion was continuous and life-sustaining, and the event was resolved. There were patient involvement and no harm reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.